Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient was noted as having been lost to follow-up as of 2019-jul-16.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that on (B)(6) 2018, the concentration was changed to 1000mcg/ml. On (B)(6) 2019, the erv was 0ml (correction from 2ml). The critical alarm had been active since (B)(6) 2019 at 20:15 and the non-critical alarm was active at (B)(6) 2019 at 05:06. The logs showed no stalls. The patient's medical history prior to the use of lioresal was premorbid abuse of xanax and alcohol (etoh). The patient had a motor vehicle crash (mvc) and severe traumatic brain injury (tbi) and subdural status post craniotomy, mainly right sided spasticity. The patient was receiving concomitantly receiving amantadine, keppra, depakote, and (illegible). The patient was not hospitalized subsequent to these events. There were no further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jun-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was previously receiving lioresal 1000 mcg/ml; 400 mcg/day via an implantable pump. The pump was currently delivering gablofen 500 mcg/ml; 200 mcg/day. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported a volume discrepancy was noted on a past refill on (B)(6) 2018. The actual residual volume (arv) was 16 ml and the expected residual volume (erv) was 9 ml. The reservoir volume was injected at the last refill. The patient experienced symptoms of withdrawal and itching. On (B)(6) 2019 it was reported that the arv was 10.5 ml and the erv was 2 ml. Troubleshooting included the pump logs were checked, the reservoir was accessed, and the programming was checked. The hcp planned to schedule a surgical exploration of the pump to see if it was the pump or the catheter. The hcp attempted a catheter access port (cap) aspiration but could not aspirate from the cap. The patient will be referred for a catheter revision. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp. It was reported that the cause of the volume discrepancy and inability to aspirate from the cap appeared to be due to an obstructed outlet. The revision was not done as of (B)(6) 2019. Pending surgery, the patient had missed his appointment and had to be rescheduled. There were no further complications reported at this time.